Manufacturer narrative:
Findings: unit received with constant motor error alarms during rewind due to connector on interface board unlocked during visual inspection. Unable to perform displacement test due to detached end cap noted. Cracked belt clip slot noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and bleeding lcd glass.(B)(4)

Event description:
A customer reported via phone call indicating physical damage between the reservoir compartment and the battery compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.